Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons require multiple presses to obtain a response. She noted that the buttons spring back as expected when pressed. The family member stated that there is no physical damage to the keypad, the pump is not exposed to moisture, and the pt wears the pump in her bra.